Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)on (B)(6) 2021. The most recent information was received on (B)(6) 2021. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ('nickel allergy') in a 45-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included allergy to metals (could not tolerate metal earrings). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced allergy to metals (seriousness criterion intervention required), pain ("migrating pain throughout the body"), arthralgia ("very severe pain in the hips"), dizziness ("dizziness"), fatigue ("fatigue, very quickly tired"), feeling abnormal ("fog"), hypoparathyroidism ("hypoparathyroidism"), swelling face ("swelling of the face"), joint swelling ("swelling of the wrists"), gastrointestinal disorder ("intestinal problems"), depression ("depression"), disturbance in attention ("loss of concentration"), calculus urinary ("urolithiasis"), tendon disorder ("tendon problems"), polyarthritis ("inflammation of the ankles, wrist, great difficulty moving around when I have a flare-up") and inflammation ("inflammation of the face"), 3 months after insertion of essure. On an unknown date, the patient experienced tooth infection ("major dental infections") and muscle rupture ("muscle tears") and underwent tooth extraction ("with pulling out of"). The patient was treated with surgery (total hysterectomy with essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the allergy to metals, arthralgia, fatigue, tendon disorder, polyarthritis and inflammation had not resolved and the pain, dizziness, feeling abnormal, hypoparathyroidism, tooth infection, tooth extraction, muscle rupture, swelling face, joint swelling, gastrointestinal disorder, depression, disturbance in attention and calculus urinary outcome was unknown. The reporter considered allergy to metals, arthralgia, calculus urinary, depression, disturbance in attention, dizziness, fatigue, feeling abnormal, gastrointestinal disorder, hypoparathyroidism, inflammation, joint swelling, muscle rupture, pain, polyarthritis, swelling face, tendon disorder, tooth extraction and tooth infection to be related to essure. The reporter commented: the gynaecologist asked me if I was allergic to nickel, I told him that I did not know but that I could not tolerate metal earrings and he replied that it is not a nickel allergy. It turns out after a test that I am nickel intolerant. The simple test could have saved me several years of suffering and a "physical and mental handicap" for life. Several years lost in this precious life diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 86 kgs. Allergy test - on an unknown date: nickel intolerance. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 18-jun-2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on (B)(6) 2021. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ('nickel allergy') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included allergy to metals (could not tolerate metal earrings). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced allergy to metals (seriousness criterion intervention required), pain ("migrating pain throughout the body"), arthralgia ("very severe pain in the hips"), dizziness ("dizziness"), fatigue ("fatigue, very quickly tired"), feeling abnormal ("fog"), hypoparathyroidism ("hypoparathyroidism"), swelling face ("swelling of the face"), joint swelling ("swelling of the wrists"), gastrointestinal disorder ("intestinal problems"), depression ("depression"), disturbance in attention ("loss of concentration"), calculus urinary ("urolithiasis"), tendon disorder ("tendon problems"), arthritis ("inflammation of the ankles, wrist, great difficulty moving around when I have a flare-up") and inflammation ("inflammation of the face"), 3 months after insertion of essure. On an unknown date, the patient experienced tooth infection ("major dental infections") and muscle rupture ("muscle tears") and underwent tooth extraction ("with pulling out of"). The patient was treated with surgery (total hysterectomy with essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the allergy to metals, arthralgia, fatigue, tendon disorder, arthritis and inflammation had not resolved and the pain, dizziness, feeling abnormal, hypoparathyroidism, tooth infection, tooth extraction, muscle rupture, swelling face, joint swelling, gastrointestinal disorder, depression, disturbance in attention and calculus urinary outcome was unknown. The reporter considered allergy to metals, arthralgia, arthritis, calculus urinary, depression, disturbance in attention, dizziness, fatigue, feeling abnormal, gastrointestinal disorder, hypoparathyroidism, inflammation, joint swelling, muscle rupture, pain, swelling face, tendon disorder, tooth extraction and tooth infection to be related to essure. The reporter commented: the gynaecologist asked me if I was allergic to nickel, I told him that I did not know but that I could not tolerate metal earrings and he replied that it is not a nickel allergy. It turns out after a test that I am nickel intolerant. The simple test could have saved me several years of suffering and a "physical and mental handicap" for life. Several years lost in this precious life diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Allergy test: on an unknown date: nickel intolerance. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.